Event description:
A customer contacted beckman coulter regarding falsely low results for na and cartridge chemistries that were generated by the synchron lx20 instrument. The customer indicated that an ER patient sample was tested and low results were reported for the following chemistries: na, tbil, alp, ast, alt (see b6). The customer tested the original sample for: na, tbil, alp, ast, alt on a different instrument in the customer's lab and obtained significantly higher results (see b6). The original sample was then retested for: na, tbil, alp, ast, alt on the lx20 instrument and the results closely matched the results form the different instrument (see b6). A corrected report has been issued. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
Investigation summary: the customer has not seen problems with qc in the morning. A field service engineer (fse) was dispatched to the customer's lab. The fse was not able to reproduce low result for sodium. The fse replaced a wash collar vacuum and this resolved the cartridge chemistries issue. Patient treatment was not affected in this event: the sample was re-tested and corrected report was issued. The affected chemistries are not self determinants for treatment, additional testing would be needed prior to making any treatment decisions. Due to the potential of this event to recur unknowingly for other tests (assays), there is a possibility that treatment decisions may be affected. A hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.